Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that ever since implant, the patient had coupling problems. The patient stated it would charge ¿here and there, but it was hard to find a spot.¿ the patient also saw a reposition antenna screen today. The patient last charged about 3 weeks to a month ago and says that was the last time they felt stimulation. The patient said they had poor communication and were afraid to turn it on because it said low battery. It was noted that 3 days ago, the patient started feeling their arms, fingers and hands falling asleep, and swollenness in their fingers. They said it was like their arms and hands were on fire and they had a lot of pain between their shoulders. The patient thought the symptoms were due to not charging. The patient said the symptoms have gradually gotten worse. No further complications were reported.